Manufacturer narrative:
A product investigation was completed: three devices were received for investigation. The devices cosmetically damaged in the form of scratches and wear consistent with use and sterilization. The devices individually appear to be functioning properly. The devices were assembled together and each one functioned properly without any issues. The buttress compression nut did not bind and was able to be fully threaded onto the blade guide sleeve without any issues. The cause of the issue is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The relevant drawings were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A functional/visual test was performed and no issues were found. No issues were found with any of the returned devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(6)¿ manufacturing date: october 26, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a buttress compression nut became bounded on the threaded blade guide sleeve during a surgical procedure on (B)(6) 2016. The encountered issue prevented further advancement of the nut. A replacement device was used to complete the procedure, which was prolonged by approximately twenty-five (25) minutes. The procedure was completed without further incident. Concomitant device(s) reported: aiming arm (part: 357.366 / lot: 7521881, quantity: 1). This report is 1 of 2 for (B)(4).